Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, explanted: (B)(6) 2015, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).upon analysis review of the catheter: the catheter segment received was a sutureless connector (sc) segment. The initial allegation was against an 8709 catheter, which is a sutured connector; therefore, the analysis performed was with respect to an unknown sc catheter segment. Analysis of the unknown sc segment revealed evidence of difficulty with the sc connector which led to explant. Analysis of the pump revealed no anomaly.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving lioresal (2000 mcg/ml) at 573.8 mcg/day via an implantable pump in flex infusion mode. Indications for use included intractable spasticity and head/brain injury. Medical history and concomitant medications were unable to be obtained. On (B)(6) 2015, during a routine pump replacement for eri, the implanting hcp could not get the sutureless connector (sc) off of the old pump (also reported as "unable to remove the existing catheter from the access port"). Prior to surgery to replace the pump, there was no known problem with the catheter. The hcp elected to trim/partially explant the catheter and replace the old sc with a new sc catheter section. The catheter flowed fine after replacing the old sc with new sc catheter section and aspirating through catheter access port (cap). No patient symptoms were reported. As of (B)(6) 2015, the issue was resolved and the patient's status was reported as "alive - no injury." The hcp had no further information.